Event description:
The manufacturer was notified of the early explatation of a perceval plus valve. The following provides a summary of all information currently available to the manufacturer. On (B)(6) 2026, a perceval plus size s valve was successfully implanted in a 63-year-old female patient. Pre-procedural CT scan sizing had been performed and revealed a 19 mm aortic annulus, subsequently confirmed intraoperatively using the sizers according to the IFU. No sizing nor positioning issues were encountered. Ballooning was reportedly performed as per IFU. Unfortunately, there was no echocardiography available in the operating room, so intraoperative assessment could not be performed. On (B)(6) 2026, paravalvular leak was noted. The surgical team and proctor decided to observe and follow-up with the patient for a week before any re-intervention. However, the regurgitation worsened, and a reoperation was required and performed on (B)(6) 2026. During the reoperation, the valve was explanted, the annulus wa resized, and another perceval plus size s was implanted achieving a mean gradient of 7 mmhg. Upon explantation, it was seen that part of the explanted valve was seated within the lvot, which led to folding and stretching of one leaflet, explaining the mechanism of regurgitation. This explanted valve will be returned to manufacturer for investigation.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer is awaiting the return of the device to perform further evaluation. A follow-up report will be submitted upon completion of device investigation.